Event description:
Healthcare professional reported that the patient has been implanted for five years, then complained of lower abdominal pain - when operating, the physician found that the tubing had snapped away. When trying to reconnect the port, small pieces of the tubing kept breaking off. The port was finally reconnected. The band and port remains implanted.

Manufacturer narrative:
(B)(4). The reporter of the complaint was asked to return the tubing for analysis. The access port is reported to remain implanted. The tubing has not yet been received by allergan. Based upon the model number, serial number and implant date provided by the reporter the connector type is assumed to be a taper ii. Visual examination may determine the connector type associated with this report. The reporter of the event was asked to return the product for analysis. Allergan has not received the product at this time. Therefore no analysis or testing has been done. Pain is a surgical/physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of pain as follows: "patients must be carefully counseled on the need to report all vomiting, abdominal pain or other gastrointestinal or nutritional issues as these symptoms may indicate a condition not related to the lap-band system." Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or the connector tubing."